Manufacturer narrative:
B3: date of event and d5: operator of device is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was overheating. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 6-mar-2024. H3. & h6. Investigation codes: updated. Investigation summary: the device was received in good condition with no physical damage or adulterations. There was a black-tie wrap securing the power wires to the pcb, this was something the customer did. The return tube was cracked causing a failed flow rate test, tested below 1 gallon per minute. There was also evidence of fluid ingression on the pcb. Filled device with fluid, installed a temp check e6233 and an f-30 gas/vent test filter, then performed visual/functional tests. The over-temp alarm activated while checking the alarms, confirming the customer's indicated failure. The cracked return tube was the root cause, causing fluid to be ejected onto the pcb while testing the alarms. This happens when the pump cycles on/off, a bit of fluid will be ejected onto the pcb due to back pressure. As a result of testing, the return tube and pcb were replaced. The o-ring seated in the top socket of the return tube was also replaced for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.d4. Unique identifier (UDI) #: (B)(4).